Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that the numbers went away after calibration. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.